Manufacturer narrative:
(B)(4). The customer reported that the device failed the auto test for pads paddles ECG, power pca. There was no reported patient involvement. Philips evaluated the device and confirmed the failure. The problem was resolved by replacing the power pca. The device passed all performance assurance testing and was returned to use. We will consider this to be a malfunction of the power pca that caused the device to have a pads/paddles ECG, power test failure.

Event description:
The customer reported that the device failed the auto test for pads paddles ECG and power pca. There was no reported patient involvement.